Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that during an infusion a separation occurred between the clear housing of the smartsite and the white fla . No additional information provided. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.